Manufacturer narrative:
The clamp was returned to the manufacturer for analysis. Analysis found that the clamp was returned and attached to an instrument. The clamp was able to be removed. The adjustment screw hex head was slight rounded out with many tool marks around the head, but the clamp was otherwise functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. B5) for information regarding the first damaged instrument please refer to manufacturer report # 1723170-2018-04924. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding 4 damaged instruments. It was unknown if they could be verified or not. There was no patient present when this issue was found.

Manufacturer narrative:
Correction: 510k number k983670. If information is provided in the future, a supplemental report will be issued.